Manufacturer narrative:
(B)(4).

Event description:
A critically ill patient was undergoing continuous renal replacement therapy (crrt) via an av fistula. Reportedly, the venous needle became dislodged from the av fistula and the prismaflex continued to run. The nursing staff did not notice the disconnection because the patient's access site was covered. The patient's hemoglobin dropped to 6 g/dl and he received 2 units of prbcs. Crrt was temporarily stopped and later resumed.